Event description:
Home pt's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during hp's automated peritoneal dialysis (apd) therapy. Hp's spouse stated through hp's family member who was translating "I hit thing in stomach and alarm went off so I unhooked it and then retwisted it back on". Tsc assisted hp's spouse in ending therapy early and advised hp's spouse to setup with new supplies to complete hp's apd therapy. Per hp's spouse, no pt injury or medical intervention was associated with this incident.